Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The >80% stenosed target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. After predilatation, a 2.50 x 28 synergy ii drug-eluting stent was advanced but was unsuccessful in delivering the stent. The device was then attempted to be retrieved; however, upon its entry back into the guide catheter, it was noted that the stent began to accordion from the proximal portion towards the distal portion. Withdrawal attempt was stopped to prevent further compression or dislodgement of the stent to occur. A 2.50 x 15mm emerge¿ balloon catheter was then passed into the guide catheter alongside with the stent delivery system (sds) and the balloon was positioned and was inflated to 15 atmospheres trapping the stent within the distal portion of the guide catheter. With the balloon inflated, the entire system was removed as one unit from the patient's body. A new guiding catheter, interventional wire were placed in the artery and the procedure was completed with 3 synergy¿ stents from the proximal to the mid lad. No patient complications were reported and the patient's status was stable throughout the procedure.